Manufacturer narrative:
Ge healthcare (gehc) local field team was dispatched to the customer site to complete a patient warming questionnaire. The purpose of the questionnaire is to understand the patient warming issue, to obtain scan specific information, and to learn of the customer's room environmental conditions. The survey then establishes the performance of the gehc MRI scanner. The gehc scanner performance query focuses on four main areas: environmental: (including cooling equipment, patient air cooling plus the mr scanner error log). Surface coils/ accessories: (surface coil/ ECG checks). System/ image quality: (system level testing to check for system failures) patient monitoring: (patient alarm and rf safety monitor checks). At the completion of the system checkout and calibration, it is concluded that the system is performing within specification and there are no issues with the system that caused or contributed to the burn. The system is designed to comply with (B)(4), including the requirements intended to minimize the likelihood of patient warming. The mr safety guide provides warming and safety instructions regarding patient warming. No further actions are planned at this time.

Event description:
It was reported that a patient experienced burning during a MRI exam. The patient completed the study and did not inform the technologist of the discomfort until after the exam. The hospital staff then noticed what was described as redness and a 1 inch blister on each shin. Padding was utilized to isolate the patient's arms from the bore, however, the patient's thighs and feet had skin-to-skin contact.